Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging meter displays an error that sample is too small and reporter could not exactly recall the error message. The issue was not resolved with troubleshooting.

Manufacturer narrative:
The 510(k)# is k082590.